Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the patient reported disconnecting during therapy, which is use error that can cause system error 2240 alarms. The hp stated that it was his fault that he disconnected during therapy and then reconnected. The label review found the labeling adequate for the use error in this complaint. The assignable cause for the reported problem was use error-patient disconnected from the set.

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during drain 2 of 6. Per the initial report, the home patient (hp) had a system error 2240 alarm (air in the set). The hp stated the he became disconnected and reconnected. The customer contacted global product surveillance (ps) on (B)(6) 2011 regarding the reported problem. The home patient (hp) stated that it was his fault that he disconnected during therapy and then reconnected. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The system error 2240 was not confirmed. The sample was not available or returned for evaluation and the lot number was not known to perform a batch review or retention sample analysis. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. The assignable cause for the reported problem was undetermined.